Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: image spots, customer complaint not duplicated, failed wet leak test, bending rubber glue cracking at distal side, bending rubber glue cracking at insertion tube side, failed dry leak test, operation channel- primary slice by accessory, image mild shadow, hole in # 1 remote control button cover, leak at # 1 remote control button cover, objective cover lens scratch, insertion tube root brace cut. On 10-nov-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 31jul2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, the user stated there was a brush stuck/broken in channel. The timing of the event was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.